Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call insulin pump had change sensor alert, sensor updating and calibration not accepted. Customer¿s blood glucose was 249 mg/dl at the time of incident. Troubleshooting was not performed. The insulin pump will be returned for analysis.